Event description:
It was reported the gastrointestinal videoscope experienced snowy image during set up. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noisy image and no image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to bad pc board. The most probable cause of the complaint is cause traced to component failure, likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.